Event description:
Second time using a venus / gillette disposable razor blade product in which an allergic dermatological reaction occurred, requiring appointment with dermatologist and prescription of topical cream.